Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) identified that the system was not powering on and determined that both main half height drawers 3.1 and 3.2 were affected due to malfunctioning control printed circuit board assemblies. The fse replaced the printed circuit module and both control printed circuit board assemblies, reassigned the drawer positions, and verified functionality using the hardware test application, which confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer had restarted the device several times, but it still failed and the station was offline. The customer confirmed that there was no issue with the network or power. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.